Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user paused the ilet for an MRI, later resumed use, saw a high glucose reading on cgm, announced a large meal, and subsequently experienced prolonged hypoglycemia that required self-treatment with oral glucose and food. Symptoms included nausea and vomiting. Outcomes included extended time below range and the need for carbohydrate intervention, without professional medical care or hospitalization. Investigation included troubleshooting and education regarding cgm confirmation with fingerstick and guidance not to announce a meal solely to deliver insulin without eating. Investigation of this case revealed an unclear cause of hypoglycemia with contributing user-related factors involving reliance on cgm without confirmation and a meal announcement without intake. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.